Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facsvia¿ flow cytometer acquired erroneous results on patient samples. The following information was provided by the initial reporter: "as reported code was selected as "result - erroneous diagnostic" and in entry description it was stated as " trouble interpreting the results of a sample" so could you please answer below safety questions. Are there erroneous results on patient samples from diagnostic test? Yes. Was the patient treated based on erroneous results? No. Specify if any testing done was ivd or ruo. Ivd. Were results reported to a patient or clinician and acted on? No. Was there skipping of samples or carryover? No. Was there skipping of tubes while dispensing blood? No. Was there an insufficient dispensing/aspiration/sample issue? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be redrawn? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any impact to patient samples due to the issue? No. Was there any physical harm/injury due to the issue? No. If customer was harmed/injured, provide details - how and to what extent? No. If there was patient harm, what is the current medical status? No. Have trouble interpreting the results of a sample"

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). ¿ problem statement: customer reported complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 11apr2021 to date 11apr2022. ¿ complaint trend: there are 5 complaints related to the issue of erroneous results. Date range from 11apr2021 to date 11apr2022. ¿ manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file #656874-656874-r656874590284-106715217-20, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer obtaining erroneous results was due to improper sample storage prior to sample tests. The customer had initially reported that they were having trouble interpreting the results for the sample tests, and a tsr called the customer to gather more information. The tsr was informed of the following: that the trucount beads in use were not the ones registered in the sw, that the samples were received on day 7 and stained on day 9, and that the samples were refrigerated. The customer was recommended to process the samples within the recommended time frame, as prolonged refrigeration of the samples can change the morphology of the cells and affect the results. The instrument was functioning as expected and there were no parts replaced. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facsvia system instructions for use manual 23-14662-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02409055, case # (B)(4). Install date: 16feb2021. Defective part number: n/a. Work order notes: o subject / reported: have trouble interpreting the results of a sample. O problem description: have trouble interpreting the results of a sample. O work performed: the chemist contacted me since some samples showed a strange selection in the gates: the following is found: - the batch of trucount pearls in the bag in use is not the one registered in the sw, - the samples in the primary edta tube were received on day 7 and stained on day 9. -the storage of the samples was in refrigeration during these days, so it is indicated to the chemist that they should not be refrigerated since the orphology of the cells changes, that is why the samples are not displayed correctly. -it is recommended to check the storage of the samples. O cause: refrigeration storage of samples and prolonged time. O solution: it is recommended to process the samples within the recommended time. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000176773ra, vers. D, facsvia,clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no. O ID: 3.2.9. O hazard: delay in test results. O cause: user manually enters sample ID incorrectly but ID is invalid. Harmful effects: inaccurate results. O harmful effects: ¿no test order found ¿sample expired. O risk control(s): ¿pcfl-2941 ¿ lis ¿ sample accessioning solutions ¿pcfl-2700 ¿ lis - test orders by ID ¿pcfl-3101 ¿ lis ¿ assay selection from facslink ¿pcfl-2704 ¿ lis ¿ lis ¿ view test order status ¿pcfl-2705 ¿ lis ¿ no test order found ¿sy-2686 ¿ information entry ¿operate only as directed in the IFU - ¿ general system precautions ¿ safety and limitations guide. O implementation verification: n/a. O effectiveness verification: n/a. O probability: 3. O severity: 1. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results was due to improper sample storage. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to improper sample storage. A tsr contacted the customer and their chemist found that the patient samples were refrigerated for a prolonged time. The instrument was functioning as expected, and the tsr recommended that the customer process the samples within the recommended time. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facsvia¿ flow cytometer acquired erroneous results on patient samples. The following information was provided by the initial reporter: "as reported code was selected as "result - erroneous diagnostic" and in entry description it was stated as " trouble interpreting the results of a sample" so could you please answer below safety questions. Are there erroneous results on patient samples from diagnostic test? Yes. Was the patient treated based on erroneous results? No. - specify if any testing done was ivd or ruo. Ivd. - were results reported to a patient or clinician and acted on? No. Was there skipping of samples or carryover? No. Was there skipping of tubes while dispensing blood? No. Was there an insufficient dispensing/aspiration/sample issue? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be redrawn? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any impact to patient samples due to the issue? No. Was there any physical harm/injury due to the issue? No. If customer was harmed/injured, provide details - how and to what extent? No. If there was patient harm, what is the current medical status? No. Have trouble interpreting the results of a sample."